Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <qrb>. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 19966057 UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) leads were replaced due to high impedances. The patient underwent a leads revision procedure wherein their leads were explanted and replaced. The leads were retained by the hospital and will not be returned for analysis. Postoperatively, the patient was doing fine.

Manufacturer narrative:
The devices sc-2317-70; 7026654 and sc-2317-70; 3118894 were not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping and there were no manufacturing deviations noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: unable to exclude device problem. B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device - <qrb>. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 19966057, UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) leads were replaced due to high impedances. The patient underwent a leads revision procedure wherein their leads were explanted and replaced. The leads were retained by the hospital and will not be returned for analysis. Postoperatively, the patient was doing fine.